Event description:
On nov 28, 2007, it was reported to boston scientific corp that a speedband super view super 7 ligator was used during an esophagogastroduodenoscopy (egd) with banding procedure performed in the esophagus of an adult pt (age, gender and weight unk). According to the complainant, the physician attempted to deploy a band and "multiple bands were being deployed" the physician completed the procedure with another speedband super view super 7 ligator device. No pt complications were reported as a result of the event.

Manufacturer narrative:
The device has been discarded by the user facility and will not be returned for eval; therefore, a device eval cannot be performed. The relationship between the device and the event is undetermined. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A review of the complaint database revealed one add'l complaint reported for the same lot (same customer, same failure mode).